Manufacturer narrative:
Device evaluation by manufacturer; an analyses of the product in question is currently being conducted by an outside institution. Upon completion of the evaluation and/or the receipt of additional/updated information a follow-up report will be submitted. The alphatec solus anterior lumbar interbody fusion (alif) system is a spinal fixation system consisting of implants with various heights and lordosis to accommodate individual patient pathology. (B)(4). The alphatec solus implant is intended for use with supplemental spinal fixation. Specifically, the alphatec solus implant is to be used with the alphatec's zodiac spinal fixation system, aspida anterior lumbar plating system, or the illico mis posterior fixation system.

Manufacturer narrative:
The suspect devices were properly manufactured to design specifications. An evaluation conducted by an outside institution found the failure mechanism of the deployment wrenches to be torsional overload. Torsional stresses applied by the user caused the tip of the proximal wrench to fracture and break while the tip of the distal wrench was deformed and twisted. There are no material defects or anomalies associated with the fracture. The primary contributing factor is that the tips of the wrenches were not fully inserted into the mating implant.

Manufacturer narrative:
The device in question was initially reported as an orthopedic manual surgical instrument, 510k exempt. As a result sections have been corrected to reflect the proper device code.

Event description:
While attempting to deploy a lumbar spacer at the l5-s1 level, the tip of the deployment wrench fractured and separated rendering the device useless. The incident caused incomplete deployment of the implants proximal fixation blade. A buttress screw was inserted in front of the lumber spacer implant in order to aid in fixation. The detached tip was recovered from the mating implant and removed from the patient without issue.